Event description:
It was reported by the customer that the patient¿s blood glucose (bg) reached 600 mg/dl while wearing the pod between 24 and 36 hours on the arm. Symptoms reported include vomiting, lethargy, extremely thirst, and cramps in the patient's legs and arms. While the customer was reporting this pod for hyperglycemia, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The customer reported that the pod was leaking, the pod's adhesive was loose during wear, and upon the pod's removal the cannula appeared to be flat. As treatment, the pod was removed, the customer administered insulin shots, and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.